Manufacturer narrative:
The device was not returned to maquet cardiac surgery for investigation, therefore no eval could be performed. (B)(4).

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, the vh-3030 cable connector as fragmented or had bubbled up at the hemopro connection end. The cable had no power when connected. The customer was not comfortable using them, so the procedure was completed with a vv7xb. The hospital did not report any pt effects. It is unk if the product is returning or not.